Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. No unexpected low battery, bad battery or battery out limit alarms was noted. The low reservoir alarm feature is working properly. The insulin pump had cracked case at the display window corners, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the she was hospitalized for a high blood glucose of 451 mg/dl and diabetic ketoacidosis. She may have had sepsis as well; the patient was told that she had an acute urinary tract infection. The patient was off of the insulin pump prior to the hospitalization for less than a day. During her hospital stay, she was treated with antibiotics, saline, insulin, and her basic hydration needs. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. However, there were air bubbles close to the reservoir. The patient stated that the insulin was not stored at room temperature. She removed the reservoir, rewound the insulin pump, reinserted the reservoir, and ran a manual prime to remove the air bubbles: the prime was successful. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced.